Manufacturer narrative:
There is more information on the device. Additional information has been received for this event. A correction is also being made to the UDI. This supplemental report is being submitted to provide this information. The procedure was a diagnostic endoscopy. There was no delay in completion of the procedure, nor was a different device used to complete it. Additional anesthesia to be given to patient is not applicable. Patient details, demographics, and pre-existing medical conditions are unknown. The device was new, and the pallet dropped on arrival. They replace or fix devices that are not working appropriately. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Since the qb board failure does not tend to occur frequently, it is considered to be an accidental failure of the element.

Manufacturer narrative:
Additional information for this event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon testing and inspection, it was observed that the device yielded no image when using sdi-1 input signal. This is attributed to the faulty qb board. All other functionality were normal.

Event description:
As reported for this event, during an unknown procedure, the device image had horizontal lines. There is no reported harm or adverse impact to the patient.